Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure of "missing rubber on the bending section¿ was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: bending section had lifted pins. A root cause could not be identified. Based on the results of the investigation, reasonably known information suggests probable causes of the alleged failure ¿missing rubber on the bending section¿ due to stress problem identified. The most probable cause of this complaint is traced to cause traced to component failure, as expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing, the uretero-reno videoscope had missing rubber on the bending section. There were no reports of patient involvement.